Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The primary implants used were simpliciti nucleus/head and perform glenoid. Posterior tilt (pt) was revised due to subscapularis failure, which was not related to the implants.

Manufacturer narrative:
This event will no longer be reported because the revision surgery was due to patient anatomy deterioration. Rotator cuff tear is not a device related complication. Over time the rotator cuff degenerates and loses integrity and/or function, this will be a reason for revision. Based on the available information, there is no indication the stryker device has caused or has contributed to this event.

Event description:
The primary implants used were simpliciti nucleus/head and perform glenoid. Posterior tilt (pt) was revised due to subscapularis failure, which was not related to the implants.

Manufacturer narrative:
Corrections: the FDA registration number was (B)(4) - te (blooming) but should have been 3000931034 - te mtbonnot d3 manufacturer entity, g1 manufacturing site.

Event description:
The primary implants used were simpliciti nucleus/head and perform glenoid. Posterior tilt (pt) was revised due to subscapularis failure, which was not related to the implants.